Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery and a confirmed e70 error alarm was noted in alarm history. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that when he tries to refill, he receives a motor error alarm on the pump. Customer was in the shower and when the customer got out of the shower, he had a motor error alarm. Customer recalled getting a motor position encoder error alarm. Customer's blood glucose was 190 mg/dl at the time of the incident. Caller stated that the drive support cap appears normal. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.